Manufacturer narrative:
Complained product will not be not available.

Event description:
Charger exploded - oral-b [device expulsion]. Case narrative: consumer via chatbot stated that the oral-b pro 5000 smart series toothbrush charger exploded. No injury was reported.

Event description:
Charger exploded - oral-b [device expulsion]. Case narrative: consumer via chatbot stated that the oral-b pro 5000 smart series toothbrush charger exploded. No injury was reported. 16-may-2024 case update from information initially received on 22-apr-2024: the suspect product was oral-b rechargeable toothbrush handle 3765. The suspect product lot was bc307040731. No injury was reported.

Manufacturer narrative:
07-jun-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.